Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp device was successfully implanted, and the patient was transported to the unit on impella mcs. Upon arriving to the unit, purge system block alarmed was triggered and did not resolve despite confirming there were proper connections, no kinks, tuohy was tight, attempted de-air, and changing of the purge cassette. The automated impella controller (aic) would not complete the steps of the cassette change. Therefore, the decision made to exchange the aic and immediately thereafter the purge pressure alarm resolved. The patient continued on support. However, a bedside echocardiogram was completed and showed a shallow pump placement. The impella cp device was therefore positioned. The patient continued on impella mcs with noted plan to wean pressers and monitor status with the goal for possible impella cp explant the following day. Later that night the patient had a decrease in urine output but remained greater than 30cc. The urine was pink in color; impella cp device was repositioned. Overnight the patient became febrile with increasing white blood cells and still requiring moderate pressor support despite hyperdynamic left ventricular function. Sepsis was suspected. Plan to culture, empiric intravenous antibiotics started, hydrate, with attempt to wean pressors as tolerated. The decision was made to maintain the patient on impella mcs. The following day, the decision made to explant the impella cp device despite still on levophed due to adequate left ventricular function and suspected sepsis. The explant was completed with a survived outcome. However, that status of the patient post explant is unknown.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two devices associated with the patient's implant experience. Refer to manufacturing report number 1220648-2025-28286 for the automated impella controller report. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿